Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced damaged extension tubing which resulted in bacterial peritonitis during peritoneal dialysis (pd) therapy. It was reported that the patient¿s cat bit through their extension tubing. The patient was hospitalized three days after the onset the peritonitis event. It was reported that the peritonitis was manifested by abdominal pain, discomfort and not feeling well. The patient was treated with ancef intraperitoneally (1 gram, daily), gentamycin intraperitoneally (daily, dose not reported) and levaquin (oral and intravenously, dose and frequency not reported) for the event. It was reported that treatment with levaquin was discontinued. During hospitalization, pd catheter was removed and the patient was switched to hemodialysis. Four days after hospitalization, the patient was discharged and was retrained on aseptic technique. The patient had recovered from the event. Additional information was requested but is not available.